Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reported that about two months ago they sought medical attention for a cyst (burning and hot) at the insertion site on their right arm and was provided a prescription for an antibiotic.